Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a data not retrieving from the controller was confirmed. A review of the log files spanned approximately 1 day ((B)(6) 2021 per time stamp). There were no notable alarms in the log file up until the driveline was disconnected on (B)(6) 2021 at 12:53, for a controller exchange. The heartmate3 system controller (serial (B)(6)) was tested with swapped functional power cables and found to operate as intended during analysis. The controller was able to support pump function and no atypical alarms were produced during testing. The removed power cables belonging to the returned controller, were inspected and the transmission/communication wire (orange wire) in the white cable was found to be severed, about 9 inches from its connector. A root cause for the controller¿s inability to transfer data was found to be an open transmission/communication wire of the white cable. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate3 patient handbook instructs users to not twist, kink, or otherwise bend their system controller¿s power cords in a way that may damage them. The heartmate3 patient handbook section 10, ¿safety checklists¿ instructs users to regularly inspect their equipment for damage, including damage to the system controller¿s power cords, and to obtain replacements if needed. Heartmate3 patient handbook section 6 ¿caring for the equipment¿ explain how to properly care for the system controller, including storage, transport, cleaning, and maintenance. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that data was unable to be retrieved from the controller. The controller was replaced with a new controller and the issue resolved. There were no alarms associated with the event.